Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s family member that the implant never worked and that the healthcare professional (hcp) thought fluid got in it, cleaned it out and the stimulator still didn¿t work. Caller states the implant is not doing anything, just sitting there. Caller was sent a listing of doctors in their area as their previous hcp was inactive. No further complications were reported or are anticipated.